Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high to 600 mg/dl. The customer treated with the insulin pump and with manual injection. The drive support cap appeared normal. A bubble was found in the tubing and the customer was assisted in priming them out. Insulin exited with a manual prime and no leaks were observed. The insulin was not expired or denatured and the insertion site was not sore or irritated. The time and date were not correct and the customer was assisted in correcting it. No delivery alarms were noted since the high blood glucose issues began. The customer declined further troubleshooting and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.